Event description:
A malfunction was reported by the caller regarding a pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.